Manufacturer narrative:
A ge service rep performed an onsite investigation. A cable was replaced. The system then found to be operating as intended.

Event description:
The customer reported the system failed to produce an image. No report of pt injury.